Manufacturer narrative:
Additional information was received and confirmed the event date as october 30, 2025, as initially reported, captured in b3 (date of event). Correction. Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event. Correction. D1 brand name was also corrected accordingly. Device status. The device was received, and an evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report number. This is one of two device reports related to the events. Refer to h10 for the related report number(s).

Event description:
On (B)(6) 2025, a 53-year-old male patient presented an acute myocardial infarction. The patient was hypotensive and required pharmacologic hemodynamic support. The patient underwent percutaneous coronary intervention via right radial artery access and was noted to have ventricular tachycardia and a left main coronary artery dissection. An impella cp device was placed for mechanical circulatory support. Vascular access was documented as difficult due to the patient¿s body habitus. Following placement, suction alarms were noted. The physician elected to leave the impella device in place and closely monitor the patient. On (B)(6) 2025, the patient experienced a cardiac arrest requiring resuscitation. Return of spontaneous circulation was achieved. The patient was placed on veno-arterial extracorporeal membrane oxygenation, and continuous renal replacement therapy was initiated. The patient was noted to have a right groin hematoma. On (B)(6) 2025, the aortic placement signal on the impella system disappeared, and a controller fault error alarm was noted. The console was switched. Oozing was observed at the impella insertion site, and the dressing was changed. The patient received blood products on (B)(6) 2025. It was noted that the impella cp device was on day five of use. The patient was taken to the operating room for concern of compartment syndrome; however, no surgical intervention was required. The patient continued to receive blood product transfusions. An impella 5.5 device was placed on (B)(6) 2025 due to patient condition. On (B)(6) 2025, due to the severity of the underlying disease, the decision was made to withdraw care. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.